Event description:
The customer reported via phone call that he experienced issues with inserting the infusion sets. The customer's blood glucose was unknown. The customer stated that the difficultly was caused by a few spots on his stomach with scar tissue where the infusion set did not go in well. The customer stated that he experienced no delivery alarms and bent cannulas. The customer explained that this was causing his blood glucose to go high. The customer confirmed that he was able to contact his healthcare provider and discuss alternate insertion site locations. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.